Manufacturer narrative:
Per -2206 final report. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records were manufactured, packaged and sterilised in accordance with the correct specifications at the time of manufacture. The sterilisation method and sterile barrier system used to package corin devices has a long history of safe and effective use and has been validated in accordance with the relevant standards. Infection is a known complication of any hip surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the ecima insert and cocr liner after 1 week due to infection.

Manufacturer narrative:
(B)(4) initial report additional information, including post primary and pre revision x-rays, operative notes, a detailed patient outcome and the return of the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity dual mobility revision of the ecima insert and cocr liner after 1 week due to infection.